Event description:
Patient stated that he started v-go two days ago and his glucose was 28 the first night. Patient reported he was sleeping and sensed bg was low and self-recovered with oral carbohydrate. He did not have a snack before bed. Patient has a history of hypoglycemia pre-v-go.